Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the scope communication error b31 occurred on the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus service operation repair center (sorc) checked the subject device and found that the reported issue was duplicated, due to the contact failure of the electrical contacts of the video connector.